Event description:
The customer reported approximately ten milliliters of clear, tan colored fluid leaked from under the instrument and dripped onto the counter involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed a quick disconnect at the second port of the flowcell loose which caused the fluid leak. The fse also noticed pinch valve pv60 was not activating and the fluid lines, through the pinch valve, had clenz solution inside. The fse replaced several 3-way valves for pilot actuator initiation and all fluid lines primed properly. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. (B)(4).